Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed and when started on auto the flows were low at 0.6 liters per minute (lpm) with constant suction. The pressure was increased to none however the flow would still not increase above 1.2 lpm with constant suction. The clinician spoke with a staff member and was told they had given volume the clinician advised the staff person to decrease the pressure level without suction breaking and that the problem could be a thrombus since flows never increased since startup. Impella was removed and a new impella placed. There was no patient harm reported.